Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that one ecr60w cartridge reload was received in good visual conditions and fully fired. In addition two b-form staples were noted to be on the cartridge deck. No functional test was performed due to the returned cartridge was fully fired. Event description could not be confirmed as no device was received for analysis and the reload had two correctly form staples on top of the cartridge. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholectomy procedure, the staples did not close entirely. Unknown how case was completed. There were no adverse consequences to the patient.